Manufacturer narrative:
Evaluation summary: the analysis results found that the lcsc5 device was returned with the blade scratched and carcked. Due to the damage to the blade, it was confirmed that the device was non-functional.

Event description:
It was reported that the device was used during a gastrectomy, the blade would not work. There was no patient consequence.